Event description:
During the index procedure, the physician used three in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the left leg. Devices were successful. Approximately 15 months post index procedure the patient had severe stenosis of the target vessel and was treated with a target vessel revascularisation (tvr) approximately 3 weeks later. One non-medtronic drug eluting balloon and one scuba peripheral co-cr stent was used to treat the lesion during the tvr. The investigator has assessed the stenosis as not related to the study device, procedure or paclitaxel. Outcome is resolved.

Manufacturer narrative:
Cec have adjudicated that the previously reported stenosis was related to the device but not related to the procedure or drug.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (restenosis). Evaluation conclusions: inherent risk of procedure ¿ (restenosis). (B)(4).